Event description:
Additional information was received confirming that the caller was actually serving as a patient advocate and speaking on behalf of her brother-in-law. The patient was undergoing a non-device related procedure and the patient advocate inquired as to the proper steps to take in regards to the surgical intervention. The patient advocate further explained that she was not intending to provide an allegation of malfunction. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a friend of the patient had a tachycardia device which experienced a malfunction. The device was then turned off. No adverse patient effects were reported.